Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i is available in the USA with a 510k number k131902.

Event description:
During use, image color distortion. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the aging waterproof cap was not tightly sealed, resulting in water seepage of the electrical connector assy. Correction information: follow up #1, type of follow up, coding changed based on the investigation result.